Event description:
It was reported that it was questioned if this pacemaker was exhibiting premature battery depletion. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended replacement of the device. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the device was later explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that it was questioned if this pacemaker was exhibiting premature battery depletion. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended replacement of the device. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the device was later explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that it was questioned if this pacemaker was exhibiting premature battery depletion. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended replacement of the device. No adverse patient effects were reported. The device remains in service.